Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. Device received with no battery cap, therefore cannot determine if battery cap is cracked or damaged. Device received was properly tested using a test battery cap. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer had blood glucose level of 178 mg/dl. Customer stated that the battery cap was damaged. The insulin pump will not be returned for analysis.